Event description:
It was reported that a minimum fill notification occurred when the customer attempted to load a new cartridge. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through the procedure of filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume their insulin therapy.